Manufacturer narrative:
Blocks b2 and b3: date approximate. Additional suspect device: product family: upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch:20470054, UDI: (B)(4).

Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided.